Event description:
It was reported that the high voltage lead had multiple non-sustained episodes due to lead noise. Lead revision has been planned but not yet conducted. The lead remains in use. This patient was a participant in an unspecified clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).